Manufacturer narrative:
(B)(4). Batch # 24a21. Additional information was requested, and the following was received: what is the surgeons experience with the device? No further information will be available. Was the anvil tied in place intra-corporally or extra-corporally? No further information will be available. Was the orange tying area visible in the laparoscopic field when attempting to attach the anvil? No further information will be available. Was the reason for convert to open due to difficulties with the device or were there other contributing factors? The reason for convert to open was difficulties of anvil attached. Can it be confirmed that the surgeon was not grasping the locking springs when attempting to attach the anvil? No. When removing the plastic tip did the surgeon rotated the device counterclockwise when removing? No further information will be available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25b device arrived with no apparent damage. The breakaway washer uncut and there were staples present. Further analysis of the device showed that the anvil spring was noted with slight scratches and the trocar was damaged. However, the anvil returned allowed that the anvil assembles on the device. Once the anvil was attached to the device it was slightly difficult to remove. In addition, the device was tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. This defect has been correlated to a manufacturing process. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 624a21, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic colectomy procedure, the anvil could not be attached to the trocar. The operation was converted to open procedure. When it was attempted to attach by hand, click sound was heard and it stopped at the middle part of the anvil and the anvil could not be attached to the trocar. The suture tying was untied, and the anvil was attempted to attached to the trocar, but it could not, so the anvil was replaced. Another device was used to complete the case. The new nurse struggled taking off the plastic on the tip. It was stiff to take off the anvil from the trocar, so the young surgeon took it off forcibly. When the nurse handing the anvil to the surgeon, the nurse was holding the locking spring with the forceps. The patient is still hospitalized. The patient is recovering. The operation converted from laparoscopic procedure to open procedure. The incision wound became larger. The anvil was placed in the colon. The trocar was inserted from the anus. No further information is available.